Event description:
It was reported that the customer's blood glucose was 509 mg/dl and she received a no delivery alarm on the insulin pump while attempting to give herself a bolus. The customer removed the infusion set cannula and found the cannula was bent. She elected to bypass further troubleshooting for no delivery and high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.